Event description:
While attempting to deploy the perclose proglide vascular closure device according to manufacturer's instructions and specifications, the device misfired and upon removal of the plunger, the prolene sutures were not extending from the device, as in normal operation. The device's footplate remained deployed/extended despite attempts at advancing the device several centimeters into the artery and maneuvering it to try to close the footplate for extraction. Since the footplate would not straighten, the device could not be removed percutaneously. After conferring with the device representative by telephone, the only way to extract the device from the patient was by open surgical cutdown. The patient had to be converted from mac/IV (monitored anesthesia care/intravenous) sedation to general endotracheal anesthesia, undergo an unplanned open operation emergently, and even with meticulous proximal control, removal of the device from the artery entailed significant blood loss requiring transfusion and extensive repair of the artery, prolonging the procedure and operative time by 3 to 3.5 hours.